Manufacturer narrative:
Exemption e2015054. (B)(4). This summary report is part of the (B)(6). One complaint was received during this report period. The 1 reported device was labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event which is associated with the undesired damage or breakage of those materials used in device construction. Patient information was confirmed for this event. Male patient.

Manufacturer narrative:
This follow-up report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. One complaint was received. It was determined to be a misapplication.